Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site. Suspect computer returned to manufacturer for analysis and is under analysis.

Event description:
A medtronic representative reported that a site's imaging system image acquisition system (ias) computer does not start. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect computer was unable to confirm the reported problem. Image acquisition system (ias) computer booted on bench and both os and o-arm application loaded. Time/date is correct (cmos check.) Installed o-arm computer in test imaging system and the system readied as expected. Communication, 2d and 3d imaging are successful while under test. No problem found. The reported event could not be duplicated by medtronic personnel.